Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through review of the system logs identifying the occurrence of a blade exposed issue and a recoverable error code 256 indicating that the user pressed the emergency stop (e-stop) switch. However, the issue was not reproduced during failure analysis investigation. Inspection of the instrument found no exposed blade, no conductor wire damage or snake wrist damage was confirmed. No bio-debris was found at the instrument tip. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument¿s energy delivery functionality was verified and passed specification. The instrument operated as expected.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A procedure log search was executed results confirmed usage of two vessel sealer extend instruments both with lot# m90200621 on the reported event date of (B)(6) 2020 using system (B)(4). 1st vse instrument identified with sequence 149 and the 2nd with sequence 153. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the vse is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. It was reported that during a da vinci-assisted radical cystectomy procedure, the system displayed a "blade exposed" message during use of the vse instrument. According to the reporter, the user was grasping tissue at the time of the event. No issue related to the instrument's sealing functionality reported. Troubleshooting was performed by pressing the emergency stop (e-stop) button and manually opening and closing the instrument jaws to release the tissue. Following this, use of the vse instrument was discontinued and a backup instrument was used to complete the surgical task. The user continued the procedure with no further issue. The complaint alleges that the instrument grips did not open after it had been working. Follow up information confirmed that instrument grips could not be opened and use of the emergency grip release function was performed. No allegation of user mishandling or misuse was noted. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the system displayed a "blade exposed" message during use of the vessel sealer extend (vse) instrument. According to the reporter, the user was grasping tissue at the time of the event. No issue related to the instrument's sealing functionality was reported. Troubleshooting was performed by pressing the emergency stop (e-stop) button and manually opening and closing the instrument jaws. Following this, use of the vse instrument was discontinued and a backup instrument was used to complete the surgical task. The user continued the procedure with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the vse instrument was inspected prior to use and no issue was found. The vse instrument initially worked until an issue with the grip movement was experienced. An e-stop and successful irk application enabled the user to perform troubleshooting and eventually remove the vse instrument.